Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that that the flexvision monitor went completely black during a procedure. Fse tested power to the large screen display, which was normal. Upon functional testing fse found flex vision 56-inch display had no video output, not even the heads-up display. Fans were running inside monitor but no video out. Fse replaced the large 56-inch flexvision monitor. Image quality tests passed. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor went completely black during a procedure. The procedure was completed with no harm to the user or patient. The field service engineer replaced the flexvision monitor and the system was placed into use in good working order.